Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt at (B)(4). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 1.9 inr. Within 7 hours the result from the laboratory was 2.8 inr. It was noted that the customer had pressed and squeezed their finger. The customer's therapeutic range was provided as 2.5 inr. The customer's results were released to their doctor. There was no allegation of an adverse event. The customer's meter and strips were requested for further investigation. The customer has received a replacement meter and strips. The investigation is currently ongoing.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322642) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.